Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient underwent a hysterectomy in (B)(6) 2013. Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain \ (sharp shooting pain; squeezing inside)") and genital haemorrhage ("unusual bleeding / she continuously bled for 7 years until it was removed /excessive bleeding/ bleeding") in an adult female patient who had essure (ess205) (batch no. 624005) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included wisdom teeth removal (tooth aches) in 2004, tooth extraction (tooth aches), multigravida, parity 3 ((B)(6) 2004; (B)(6) 2005; (B)(6) 2007), wisdom teeth removal in 2004, tooth pain from 2007 to 2008, opioid abuse, gerd, sciatica, hepatitis c, livedo reticularis and tubal ligation in 2007. Previously administered products included for gastroesophageal reflux disease: prilosec from 2002 to 2017; for migraines: maxalt from 2009 to 2017; for birth control: birth control patch from 2004 to 2005. Past adverse reactions to the above products included adverse drug reaction with birth control patch. Concurrent conditions included body mass index normal, uterine tenderness, abdominal pain lower, dysmenorrhea, allergic reaction to antibiotics, vaginal bleeding, vaginal delivery, smoker, lumbar radiculopathy, lumbar strain and bacterial vaginosis. Family history included heart disorder, dysfunctional uterine bleeding, haemorrhage nos, bipolar disorder (mother), hypercholesterolemia (father), lung cancer (uncle), kidney failure (father) and cerebrovascular accident. Concomitant products included simeticone (gas relief) for bloating, omeprazole (prilosec) from 2002 to 2017 for gastroesophageal reflux, esomeprazole from 2002 to 2017 for gastroesophageal reflux disease, contraceptives for genital haemorrhage, amitriptyline hydrochloride (protanol) and rizatriptan benzoate (maxalt) from 2009 to 2017 for migraine, gabapentin (neurontin) from 2012 to 2017 for pain nerve as well as estradiol cipionate (depo estradiol), etodolac, medroxyprogesterone acetate (provera), mestranol;norethisterone (ortho novum), propranolol hydrochloride (inderal) and topiramate (topamax). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In 2009, the patient experienced migraine ("migraines"). In (B)(6) 2012, the patient experienced abdominal distension ("bloating / stomach (felt bloated;swollen;stretching inside ), her stomach would bloat and she looked like she was pregnant"). In (B)(6) 2014, the patient experienced abdominal pain upper ("stomach pain (blotting)"). In 2014, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), vaginal haemorrhage ("she bled for 7 years in the vaginal area beginning in approximately (B)(6) 2007.") And hypersensitivity ("hypersensitivity reaction to nickel"). The patient was treated with silver nitrate and surgery (hysterectomy in sep-2014). Essure (ess205) was removed on (B)(6) 2014. In 2017, the back pain and migraine had resolved. At the time of the report, the pelvic pain had not resolved, the genital haemorrhage and abdominal distension had resolved and the abdominal pain, dysfunctional uterine bleeding, abdominal pain upper, vaginal haemorrhage and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, dysfunctional uterine bleeding, genital haemorrhage, hypersensitivity, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. In (B)(6) 2008, patient had essure confirmation test via x-ray. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage ( confirming genital haemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2019: pfs received: event hypersensitivity reaction to nickel, she bled for 7 years in the vaginal area beginning in approximately (B)(6) 2007 were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / (sharp shooting pain; squeezing inside)") and genital haemorrhage ("unusual bleeding / she continuously bled for 7 years until it was removed / excessive bleeding/ bleeding") in an adult female patient who had essure (ess205) (batch no. 624005) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included wisdom teeth removal (tooth aches) in 2004, tooth extraction (tooth aches), multigravida, parity 3 ((B)(6)), wisdom teeth removal in 2004, tooth pain from 2007 to 2008, opioid abuse, gerd, sciatica, (B)(6), livedo reticularis and tubal ligation in 2007. Previously administered products included for gastroesophageal reflux disease: prilosec from 2002 to 2017; for migraines: maxalt from 2009 to 2017; for birth control: birth control patch from 2004 to 2005. Past adverse reactions to the above products included adverse drug reaction with birth control patch. Concurrent conditions included body mass index normal, uterine tenderness, abdominal pain lower, dysmenorrhea, allergic reaction to antibiotics, vaginal bleeding, vaginal delivery, smoker, lumbar radiculopathy, lumbar strain and bacterial vaginosis. Family history included heart disorder, dysfunctional uterine bleeding, haemorrhage nos, bipolar disorder (mother), hypercholesterolemia (father), lung cancer (uncle), kidney failure (father) and cerebrovascular accident. Concomitant products included dimeticone, activated (gas relief) for bloating, omeprazole (prilosec) from 2002 to 2017 for gastroesophageal reflux, esomeprazole magnesium (nexium) from 2002 to 2017 for gastroesophageal reflux disease, contraceptives nos for genital haemorrhage, amitriptyline hydrochloride (protanol) and rizatriptan (maxalt) from 2009 to 2017 for migraine, gabapentin (neurontin) from 2012 to 2017 for pain nerve as well as conlunett (ortho-novum), estradiol cipionate (depo estradiol), etodolac, medroxyprogesterone acetate (provera), propranolol (inderal) and topiramate (topamax). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2009, the patient experienced migraine ("migraines"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating / stomach (felt bloated;swollen; stretching inside), her stomach would bloat and she looked like she was pregnant"). In 2014, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with silver nitrate and surgery (hysterectomy in (B)(6) 2014). Essure (ess205) was removed in (B)(6) 2014. In 2017, the back pain and migraine had resolved. At the time of the report, the pelvic pain had not resolved, the genital haemorrhage and abdominal distension had resolved and the abdominal pain and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dysfunctional uterine bleeding, genital haemorrhage, migraine and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Essure had confirmation test via x-ray. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2018: pfs and medical records received: new reporters, product indication updated, concomitant drugs, historical conditions, concomitant conditions, treatment drugs, new event dysfunctional uterine bleeding(from mr) added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain \ (sharp shooting pain; squeezing inside)") and genital haemorrhage ("unusual bleeding / she continuously bled for 7 years until it was removed /excessive bleeding/ bleeding") in an adult female patient who had essure (ess205) (batch no. 624005) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included wisdom teeth removal (tooth aches) in 2004, tooth extraction (tooth aches), multigravida, parity 3 ((B)(6) 2004; (B)(6) 2005; (B)(6) 2007), wisdom teeth removal in 2004, tooth pain from 2007 to 2008, opioid abuse, gerd, sciatica, hepatitis c, livedo reticularis and tubal ligation in 2007. Previously administered products included for gastroesophageal reflux disease: prilosec from 2002 to 2017; for migraines: maxalt from 2009 to 2017; for birth control: birth control patch from 2004 to 2005. Past adverse reactions to the above products included adverse drug reaction with birth control patch. Concurrent conditions included body mass index normal, uterine tenderness, abdominal pain lower, dysmenorrhea, allergic reaction to antibiotics, vaginal bleeding, vaginal delivery, smoker, lumbar radiculopathy, lumbar strain and bacterial vaginosis. Family history included heart disorder, dysfunctional uterine bleeding, haemorrhage nos, bipolar disorder (mother), hypercholesterolemia (father), lung cancer (uncle), kidney failure (father) and cerebrovascular accident. Concomitant products included dimeticone, activated (gas relief) for bloating, omeprazole (prilosec) from 2002 to 2017 for gastroesophageal reflux, esomeprazole magnesium (nexium) from 2002 to 2017 for gastroesophageal reflux disease, contraceptives nos for genital haemorrhage, amitriptyline hydrochloride (protanol) and rizatriptan (maxalt) from 2009 to 2017 for migraine, gabapentin (neurontin) from 2012 to 2017 for pain nerve as well as conlunett (ortho-novum), estradiol cipionate (depo estradiol), etodolac, medroxyprogesterone acetate (provera), propranolol (inderal) and topiramate (topamax). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2009, the patient experienced migraine ("migraines"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced abdominal distension ("bloating / stomach (felt bloated;swollen;stretching inside ), her stomach would bloat and she looked like she was pregnant"). In (B)(6) 2014, the patient experienced abdominal pain upper ("stomach pain (blotting)"). In 2014, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with silver nitrate and surgery (hysterectomy in (B)(6) 2014). Essure (ess205) was removed on (B)(6) 2014. In 2017, the back pain and migraine had resolved. At the time of the report, the pelvic pain had not resolved, the genital haemorrhage and abdominal distension had resolved and the abdominal pain, dysfunctional uterine bleeding and abdominal pain upper outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, dysfunctional uterine bleeding, genital haemorrhage, migraine and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. In (B)(6) 2008, essure had confirmation test via x-ray. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage ( confirming genital haemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: pfs received. Following event: stomach pain (bloating). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain \ (sharp shooting pain; squeezing inside)") and genital haemorrhage ("unusual bleeding / she continuously bled for 7 years until it was removed /excessive bleeding") in a female patient who had essure (ess205) (batch no. 624005) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included wisdom teeth removal (tooth aches) in 2004, tooth extraction (tooth aches), multigravida and parity 3 ((B)(6) 2004; (B)(6) 2005; (B)(6) 2007). Concurrent conditions included body mass index normal. Concomitant products included dimeticone, activated (gas relief) for bloating, omeprazole (prilosec) from 2002 to 2017 for gastroesophageal reflux, esomeprazole magnesium (nexium) from 2002 to 2017 for gastroesophageal reflux disease, contraceptives nos for genital haemorrhage, amitriptyline hydrochloride (protanol) and rizatriptan (maxalt) from 2009 to 2017 for migraine, gabapentin (neurontin) from 2012 to 2017 for pain nerve as well as estradiol cipionate (depo estradiol) and topiramate (topamax). In (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced migraine ("migraines"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating / stomach (felt bloated;swollen;stretching inside )"). In 2014, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy in (B)(6) 2014). Essure (ess205) was removed in (B)(6) 2014. In 2017, the back pain and migraine had resolved. At the time of the report, the pelvic pain had not resolved, the genital haemorrhage and abdominal distension had resolved and the abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, genital haemorrhage, migraine and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Essure had confirmation test via x-ray . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-feb-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain \ (sharp shooting pain; squeezing inside)') in an adult female patient who had essure (ess205) (batch no. 624005) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tooth pain from 2007 to 2008, tubal ligation in 2007, wisdom teeth removal (tooth aches) in 2004, wisdom teeth removal in 2004, tooth extraction (tooth aches), multigravida, parity 3 (B)(6) 2004; (B)(6) 2005; (B)(6) 2007, opioid abuse, gerd, sciatica, hepatitis c, livedo reticularis and vaginal discharge. Previously administered products included for gastroesophageal reflux disease: prilosec from 2002 to 2017; for migraines: maxalt from 2009 to 2017; for birth control: birth control patch from 2004 to 2005. Past adverse reactions to the above products included adverse drug reaction with birth control patch. Concurrent conditions included body mass index normal, uterine tenderness, abdominal pain lower, dysmenorrhea, allergic reaction to antibiotics, vaginal bleeding, vaginal delivery, smoker, lumbar radiculopathy, lumbar strain and bacterial vaginosis. Family history included heart disorder, dysfunctional uterine bleeding, haemorrhage nos, bipolar disorder (mother), hypercholesterolemia (father), lung cancer (uncle), kidney failure (father) and cerebrovascular accident. Concomitant products included simethicone (gas relief) for bloating, omeprazole (prilosec) from 2002 to 2017 for gastroesophageal reflux, esomeprazole from 2002 to 2017 for gastroesophageal reflux disease, contraceptives for genital haemorrhage, amitriptyline hydrochloride (protanol) and rizatriptan benzoate (maxalt) from 2009 to 2017 for migraine, gabapentin (neurontin) from 2012 to 2017 for pain nerve as well as estradiol cipionate (depo estradiol), etodolac, medroxyprogesterone acetate (provera), mestranol;norethisterone (ortho novum), propranolol hydrochloride (inderal) and topiramate (topamax). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("unusual bleeding / she continuously bled for 7 years until it was removed /excessive bleeding/ bleeding"). In 2009, the patient experienced migraine ("migraines"). In (B)(6) 2012, the patient experienced abdominal distension ("bloating / stomach (felt bloated; swollen; stretching inside), her stomach would bloat and she looked like she was pregnant"). In (B)(6) 2014, the patient experienced abdominal pain upper ("stomach pain (blotting)"). In 2014, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), vaginal haemorrhage ("she bled for 7 years in the vaginal area beginning in approximately (B)(6) 2007."), allergy to metals ("hypersensitivity reaction to nickel"), dyspareunia ("painful sex") and menstruation irregular ("unusual bleeding"). The patient was treated with silver nitrate and surgery (hysterectomy in (B)(6) 2014). Essure (ess205) was removed on (B)(6) 2014. In 2017, the back pain and migraine had resolved. At the time of the report, the pelvic pain had not resolved, the genital haemorrhage and abdominal distension had resolved and the abdominal pain, dysfunctional uterine bleeding, abdominal pain upper, vaginal haemorrhage, allergy to metals, dyspareunia and menstruation irregular outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, back pain, dysfunctional uterine bleeding, dyspareunia, genital haemorrhage, menstruation irregular, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. In (B)(6) 2008, patient had essure confirmation test via x-ray. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage ( confirming genital haemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received- new event painful sex was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain \ (sharp shooting pain; squeezing inside)') in an adult female patient who had essure (ess205) (batch no. 624005) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tooth pain from 2007 to 2008, tubal ligation in 2007, wisdom teeth removal (tooth aches) in 2004, wisdom teeth removal in 2004, tooth extraction (tooth aches), multigravida, parity 3 (B)(6) 2004; (B)(6) 2005; (B)(6) 2007), opioid abuse, gerd, sciatica, hepatitis c, livedo reticularis and vaginal discharge. Previously administered products included for gastroesophageal reflux disease: prilosec from 2002 to 2017; for migraines: maxalt from 2009 to 2017; for birth control: birth control patch from 2004 to 2005. Past adverse reactions to the above products included adverse drug reaction with birth control patch. Concurrent conditions included body mass index normal, uterine tenderness, abdominal pain lower, dysmenorrhea, allergic reaction to antibiotics, vaginal bleeding, vaginal delivery, smoker, lumbar radiculopathy, lumbar strain and bacterial vaginosis. Family history included heart disorder, dysfunctional uterine bleeding, haemorrhage nos, bipolar disorder (mother), hypercholesterolemia (father), lung cancer (uncle), kidney failure (father) and cerebrovascular accident. Concomitant products included simeticone (gas relief) for bloating, omeprazole (prilosec) from 2002 to 2017 for gastroesophageal reflux, esomeprazole from 2002 to 2017 for gastroesophageal reflux disease, contraceptives for genital haemorrhage, amitriptyline hydrochloride (protanol) and rizatriptan benzoate (maxalt) from 2009 to 2017 for migraine, gabapentin (neurontin) from 2012 to 2017 for pain nerve as well as estradiol cipionate (depo estradiol), etodolac, medroxyprogesterone acetate (provera), mestranol;norethisterone (ortho novum), propranolol hydrochloride (inderal) and topiramate (topamax). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("unusual bleeding / she continuously bled for 7 years until it was removed /excessive bleeding/ bleeding"). In 2009, the patient experienced migraine ("migraines"). In (B)(6) 2012, the patient experienced abdominal distension ("bloating / stomach (felt bloated;swollen;stretching inside ), her stomach would bloat and she looked like she was pregnant"). In (B)(6) 2014, the patient experienced abdominal pain upper ("stomach pain (blotting)"). In 2014, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), vaginal haemorrhage ("she bled for 7 years in the vaginal area beginning in approximately (B)(6) 2007."), allergy to metals ("hypersensitivity reaction to nickel"), dyspareunia ("painful sex") and menstruation irregular ("unusual bleeding"). The patient was treated with silver nitrate and surgery (hysterectomy in (B)(6) 2014). Essure (ess205) was removed on (B)(6) 2014. In 2017, the back pain and migraine had resolved. At the time of the report, the pelvic pain had not resolved, the genital haemorrhage and abdominal distension had resolved and the abdominal pain, dysfunctional uterine bleeding, abdominal pain upper, vaginal haemorrhage, allergy to metals, dyspareunia and menstruation irregular outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, back pain, dysfunctional uterine bleeding, dyspareunia, genital haemorrhage, menstruation irregular, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. In (B)(6) 2008, patient had essure confirmation test via x-ray. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage ( confirming genital haemorrhage). Lot number: 624005 manufacturing date: 2007-03 expiration date: 2009-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / (sharp shooting pain; squeezing inside)") and genital haemorrhage ("unusual bleeding / she continuously bled for 7 years until it was removed /excessive bleeding") in a female patient who had essure (ess205) (batch no. 624005) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included wisdom teeth removal (tooth aches) in 2004, tooth extraction (tooth aches), gravida ii and parity 3 ((B)(6)). Concurrent conditions included body mass index normal. Concomitant products included dimethicone and activated (gas relief) for bloating, omeprazole (prilosec) in 2002 for gastroesophageal reflux, esomeprazole magnesium (nexium) in 2002 for gastroesophageal reflux disease, contraceptives nos for genital haemorrhage, amitriptyline hydrochloride (protanol) and rizatriptan (maxalt) in 2009 for migraine, gabapentin (neurontin) in 2012 for pain nerve as well as estradiol cipionate (depo estradiol) and topiramate (topamax). In (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced migraine ("migraines"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating / stomach (felt bloated; swollen; stretching inside)"). In 2014, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy in (B)(6) 2014). Essure (ess205) was removed in (B)(6) 2014. In 2017, the back pain and migraine had resolved. At the time of the report, the pelvic pain had not resolved, the genital haemorrhage and abdominal distension had resolved and the abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, genital haemorrhage, migraine and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Essure had confirmation test via x-ray. Most recent follow-up information incorporated above includes: on 08-jan-2018: pfs received, patient's historical condition, concomitant condition,concomitant drug added, lot number added,events added as follows; abdominal distention, back pain, migraine. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.